Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 07/30/2015 with the following findings: the pump powered on with audible and vibratory alerts. Moisture was observed beneath the display screen lens. The battery compartment was cracked in two areas. The returned battery cap threads were damaged; the cap was unable to secure properly to the pump, however, a power issue was not experienced. Leak testing revealed a battery compartment leak. Moisture was observed on the pump¿s printed circuit board. Unrelated to the complaint, the bolus button cover was torn. Leak testing revealed a bolus cover leak.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage-battery compartment with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.